Manufacturer narrative:
Correction: b1, e4. The investigation of the reported failure mode has been completed. No product was received for evaluation. Arrhythmia: the cause of the injury was unable to be determined due to insufficient clinical details. Anemia, hypotension: the cause of the injury was unable to be determined due to insufficient clinical details. Major bleed: the cause of the bleed was unable to be determined due to insufficient clinical details. Device in wrong position (positioning issue): the cause of the positioning issue was unable to be determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Event description:
The user facility reported that there was arrhythmia, hypotension, major bleeding, anemia and a positioning issue during impella 5.5 patient support. While on support, the patient had an increase in ectopy. A point of care ultrasound showed the pump was close to the septal wall. The impella was repositioned; it was pulled back from 6.1 to 5.3 cm. The patient had a hypotensive episode while ambulating. One unit of packed red blood cells (prbcs) was administered. The patient received one unit of packed red blood cells for a drop in hemoglobin/hematocrit. Hemoglobin was trending downwards and a chest, abdomen, and pelvis cat scan was done. It showed contrast extending along the drive line anteriorly in the axillary artery. No hematoma was noted. The patient was scheduled for an esophagogastroduodenoscopy (egd)and three units of prbcs were administered. The pump measured at 6.5cm and was pulled back to 5.7 cm. The egd was completed. The patient was positive for a gastrointestinal bleed from either the stomach or small bowel. The patient had a mesenteric artery embolization and one unit of prbc. Three additional units were administered. The patient had two black stools. Another unit of prbc was administered for a hemoglobin of 7.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.